Event description:
It was reported that in sterile processing, frayed and broken cables were noted on the fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument ws returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: there were mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had rough surface finish. The scratches were short in length and were not aligned with the tube. Failure analysis concluded that the pulley indentations may have been due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable and the failure analysis finding of the main tube scratches with material removal could likely cause or contribute to an adverse event, if the malfunctions were to recur.